Event description:
It was reported the right atrial (ra) lead was damaged during a routine device change out and prophylactic extraction of another lead. The ra lead was explanted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that all conductors were distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was torn, the outer insulation had a cosmetic depression and there was apparent explant damage.